Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the knot pusher was opened and blunt to cut the suture. Ended up using a separate device to cut. No patient injuries were reported.